Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date monitor sn (B)(4): 02/05/2014. Electrode belt sn (B)(4): 01/09/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt rate above treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly at home and at the time of the event. The response buttons were pressed intermittently throughout the event. The response buttons were not pressed in a detection sequence immediately prior to treatment delivery. The response buttons functioned appropriately. It was reported that ems told the patient not to press the response buttons in order to let the device treat him. Svt rate above treatment threshold contributed to the false detection. Following the event, the patient was taken to the hospital for evaluation via ems and continued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
On 07/20/2017: device evaluation of monitor sn (B)(4) has been completed. As received, the device failed to record a test ECG baseline. Upon evaluation, the r781 resistor was open. There is no indication that the open r781 resistor caused or contributed to the event as the device was able to acquire an ECG signal while in use in the field. The root cause of the open resistor cannot be positively identified. The damage is consistent with external defibrillations. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly at home and at the time of the event. The response buttons were pressed intermittently throughout the event. The response buttons were not pressed in a detection sequence immediately prior to treatment delivery. The response buttons functioned appropriately. It was reported that ems told the patient not to press the response buttons in order to let the device treat him. Svt rate above treatment threshold contributed to the false detection. Following the event, the patient was taken to the hospital for evaluation via ems and continued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.